Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle six. The patient's ultrafiltration reading was 1844ml, indicating the home patient (hp) drained 1844ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a use error, as there was an inappropriate bypass of the drain, not including I-drain. The homechoice apd systems patient at-home guide warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation". A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.